Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Based on the miq report of the day the product was measured, the lens was correctly measured with satisfactory result. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search on the catsweb system performed in (B)(6) 2019 revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient experienced blurry vision and hyperopic surprise post-implant of an intraocular lens (iol). Then lens was explanted and replaced with a same lens but higher diopter (31.0). At explant there was no incision enlargement or vitrectomy required. However, a suture was placed as part of standard of care for the surgeon. The explanted lens is noted to not be available for return. The patient is reported to be doing fine post-exchange. Visual acuity pre-op (pre-initial implant): 20/40-1 (with glasses). Visual acuity post-op (post-initial implant): counting fingers (cf). Visual acuity post-op (post-replacement): 20/80-2. No other information provided.